Manufacturer narrative:
The device has not been received for evaluation; however, should additional information be received a supplemental report form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) .

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. No impact to customer's blood glucose level.